Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during drain 2/4 was not confirmed due to a lack of sample. The batch review was performed on potentially associated lot (h10l10029) with no issues noted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy, in drain cycle 2 of 4. Gts explained the system error indicated a large amount of air had entered into the disposable set. The patient stated there were no leaks, unused lines, and that they did not disconnect. Gts had the patient cycle power, and assisted in ending therapy. Gts explained again, and assisted the patient in retrieving the cassette. The patient was then advised to let their dialysis nurse know about the error. No injury or medical intervention was reported.